Event description:
It was reported that during induction testing, noise was observed on the lead. The physician noted signs of externalized conductors which were confirmed via review of images. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was found at 44.0-44.4cm from the distal tip electrode, consistent with lead friction to the ICD can. Internal insulation abrasion was found at 27.2-27.8cm from the distal tip. Internal insulation abrasions were found under the svc shock coil at 19.8-20.0cm, 21.5-21.6cm and 22.2-22.6cm from the distal tip. The etfe coating was intact at these locations. Exter- nalized conductors due to internal insulation abrasion were found at 7.8-11.0cm from the distal tip. One of the sensing conductors was fractured at this location. This is consistent with the reported field event of noise.